Manufacturer narrative:
(B)(4)

Event description:
Customer states: during inflating the balloon a doctor recognized some difficulty and confirmed the part of product disengaged. Confirmed nothing fell into the cavity. New one was opened to complete the case with no problem. No patient harm. The patient current status: good tissue damage: no. No bleeding?